Manufacturer narrative:
Event eval: still under investigation.

Event description:
Product was used to dilate a stenosis. Everything seemed to be ok, when retracting the product no resistance was felt. Product was placed aside for possible reuse during the procedure. While proceeding with another catheter resistance was felt. Part of the balloon was discovered (under fluoroscopy). After checking the remains on the table, the lost part inside the patient's vessel was retrieved with a snare. No parts were left behind. Patient is doing fine.